Manufacturer narrative:
Product complaint (B)(4). Batch # r5803n. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 37 drivers up and the remaining drivers were down with staples present. In addition, the knife was noted to be exposed. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple and cut line were complete, and the staples meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the firing knob fall into the patient when it was broken? If yes, was it removed? Will it be returning with the device for analysis? If not, was it disposed of? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, the stapler's firing knob had broken during the firing sequence.